Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to unspecified readings obtained on a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to low readings, the customer reported symptoms of dizziness, feeling funny, and "feeling not all together". The customer was however able to self-treat with insulin (dose/type unspecified) and their "normal medications" that were also unspecified. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 96 mg/dl compared to readings of 257 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.